Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a genesis ii impactor was sent for a journey ii case, therefore it wouldn't work properly. Additionally when the impactor was used ti was discovered it broke inside the patient. All pieces were recovered. No need for backup since it was completed with the same device.